Event description:
It was reported that two dissections occurred during the procedure. The patient underwent treatment with the ranger drug coated balloons. The first target lesion was in the right proximal superficial femoral artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 10 mm and 70 percent stenosis (classified as tasc ii c lesion). Prior to target lesion treatment with study device, pre-dilation was performed by using 5 mm x 60 mm sterling pta balloon. Treatment of target lesion was performed by dilation using 6 mm x 40 mm ranger drug-coated balloon study device. During treatment, there was a grade e dissection noted due to the sterling pta balloon that was resolved by placement of 6 mm x 40 mm non-boston scientific bare metal stent. The final residual stenosis was noted to be 0 percent. The second target lesion was in the right distal superficial femoral artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 50 mm and 0 percent stenosis (classified as tasc ii c lesion). Prior to target lesion treatment with study device, pre-dilation was performed by using 5 mm x 60 mm sterling pta balloon. Treatment of target lesion was performed by dilation using 6 mm x 150 mm ranger drug-coated balloon study device. During treatment, there was another grade e dissection noted due to the 6 mm x 150 mm ranger drug-coated balloon that was resolved by placement of two 6 mm x 60 mm eluvia drug eluting stents followed by post-dilation by using 5 mm x 60 mm sterling pta balloon. The final residual stenosis was noted to be 0 percent. On (B)(6) 2023, the patient was discharged from the hospital on dual antiplatelet therapy.